Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient experienced pain at the ipg site do to the ipg moving within the pocket. Surgical intervention was undertaken to explant and replace the ipg. Surgical intervention addressed the issue.